Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse reviewed calcium parameter settings, contamination settings, calibration and controls. The cse corrected the factor value (fv) and reran the calibration and controls. The instrument is performing according to specifications. The cause of the discordant, falsely low calcium results is unknown. No further evaluation of the device is required.

Event description:
Discordant calcium results were obtained on multiple patient samples on an advia 1800 instrument. Initial discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument and the same instrument. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.